Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine displayed a 'vent fail' or inop message. The machine was reportedly swapped out and there was no patient injury reported.

Manufacturer narrative:
The dispatched technician examined the device and verified the reported behavior. Error codes were found in the log pointing to a problem with the vacuum pump. Further inspection revealed an incorrectly installed filter. After this had been rectified the workstation reportedly passed all tests and was returned to use. The vacuum pressure is required to keep the ventilator membrane in place during piston movement. If the device detects a significant deviation between measured value and target value it is designed to shut down automatic ventilation to prevent from serious damages to the ventilator system. This shutdown is accompanied by a corresponding alarm; manual ventilation remains possible. Draeger medical concludes that the workstation responded to an error condition as specified. The device was swapped out; no consequences to the patient have occurred. It is seen unlikely that the displacing of the filter has occurred during normal operation without ingress to the machine.

Event description:
Please refer to initial MFR. Report #9611500-2017-00149.